Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 02-020-13-0340 - truliant cr cem fem cr cem right sz 4; (B)(6), 02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t; (B)(6), 201-78-15 - holding pin mini sharp point 4 pk; (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant; (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk; (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk.

Event description:
As reported, the patient has a history of 2 synovectomies through knee scope. Approximately 2 years and 1 month post the initial total knee arthroplasty, the patient presented with signs of infection and underwent a poly exchange and irrigation and debridement. Poly wear was visual on medial compartment with pitting. No issues with surgery. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear and the reported infection. Potential contributing factors of user and patient related conditions regarding the signs of infection and the prosthesis wear could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.